Event description:
It was reported that a malfunction occurred on the pump. The customer's blood glucose level was affected, exceeding 500 mg/dl, but the specific value was not known as it displayed as "high." The customer contacted their healthcare provider and was waiting for a callback but had not yet administered any injections. Technical support provided information to reset the pump, assisted the customer with the reset, and the issue did not recur. The customer was advised to continue using the pump and to call back if the malfunction recurred.